Manufacturer narrative:
The allegation against this product is unrelated to the field action.

Event description:
It was reported that patient was implanted with an inflatable penile prosthesis (ipp) and he is not happy with the results. He states the device is not working. Physician states device is working fine; however, the patient would like to talk to the sales representative.